Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2017-00292 regarding the esheath. The delivery system was returned for evaluation. Pre-decontamination evaluation was performed and determined the delivery system fully inserted through sheath, delivery system returned locked in default position, crimped valve on delivery system, suture string observed tip to tie sheath and delivery system together, valve was protruding through sheath shaft proximal to distal tip, calcification was observed on returned intima, compression observed on flex tip, no damage to I/c bond, and pinhole leak observed when deploying valve off balloon, damage on balloon shaft on crimp balloon at distal pad print. Investigation is ongoing.

Manufacturer narrative:
The delivery system was returned for evaluation. Visual inspection determined the crimped valve was on the delivery system, the valve is protruding through the sheath shaft proximal to distal tip, calcification was observed on attached patient vessel, compression observed on flex tip, a pinhole leak observed on crimp balloon when engineering deployed valve off balloon, there is a kink on the balloon shaft at distal pad print likely due to packaging, suture tied to hold delivery system and sheath together, no other abnormalities observed. Due to the observed pinhole leak on the crimp balloon, a leak test was performed on the delivery system. The delivery system did not pass the leak test. Double wall thickness measurements were taken on the crimp balloon on either side of the observed pinhole to assess for any potential non-conformities. The measurements meet the double wall thickness specification. A device history review was performed and the related work orders did not reveal any issues that could have contributed to the complaint event. A review of complaint history reveals that the occurrence rate for delivery system ¿ withdrawal difficulty-through sheath (trend category: withdrawal difficulty) did not exceed the january 2017 control limits for this trend category. A review of complaint history reveals that the occurrence rate for balloon ¿ damaged (trend category: damaged) did not exceed the january 2017 control limits for this trend category. No instructions for use or training deficiencies were identified. During crimp balloon manufacturing, the crimp balloon was 100% inspected for foreign matter, impurity/contamination, fish eyes, and gel spots. Crimp balloons were also 100% dimensionally inspected for length, ID, and double wall thickness. During manufacturing, the delivery system underwent the following inspections: the inflation and crimp balloons were inspected for distorted/pinched folds. During the inspection, the balloon cover was removed as needed/and replaced after inspection. Balloon catheters were 100% leak tested before final quality inspection which include dimensional, functional and visual inspection. These inspections during the manufacturing process support that it is unlikely that a manufacturing nonconformance contributed to the reported complaints for delivery system ¿ withdrawal difficulty-through sheath and balloon ¿ damaged. The complaint for the delivery system ¿ withdrawal difficulty-through sheath was confirmed through visual inspection of the returned device during the engineering evaluation. During visual inspection, the delivery system with the crimped valve was protruding from the side of the sheath shaft. This and the highly calcified and tortuous anatomy of the patient, support the difficulty in withdrawing the delivery system during the procedure. Review of available information (complaint history, lot history, and DHR review) were unable to identify any evidence of manufacturing non-conformances. A review of manufacturing mitigations supported that the crimp balloon and delivery system have proper inspections in place to detect issues related to any withdrawal issues through the esheath. Patient/procedural factors that can contribute to difficulty retrieving a device include the following: ¿ patient vascular calcification/ vascular tortuosity ¿ sheath insertion angle ¿ coaxiality of the device being retrieved ¿ position of the flex tip on the delivery system during retrieval (procedure instructs the use to ensure flex tip is still over the triple marker) ¿ residual fluid in the inflation balloon post thv deployment based on the available information, the combination of patient and procedural factors likely contributed to the reported retrieval difficulty. Damage to the crimp balloon was observed and confirmed to be a pin-hole by engineering through visual inspection of the returned device during the engineering evaluation. When engineering deployed the valve, the pinhole leak was observed on the crimp balloon. There was no specific complaint about the balloon damage in the complaint description. Review of available information (complaint history, lot history, and DHR review) were unable to identify any evidence of manufacturing non-conformances. A review of manufacturing mitigations supported that the crimp balloon and delivery system have proper inspections in place to detect issues related to balloon damage. Units are 100% leak tested during manufacturing, which would have caught the observed pinhole. This is further confirmed by the delivery system failing the leak test during the functional testing. In the complaint description, the patient was described to have a heavily tortuous and calcified anatomy, it is possible the damage to the balloon occurred due to coming in contact with calcium. However, it cannot be determined if the damage to the balloon occurred during insertion or removal of the delivery system since the valve was not deployed. Furthermore, the complaint description also stated the delivery system was surgically removed and it is also possible that the damage to the crimp balloon occurred during this part of the procedure. Based on the available information, the combination of patient and procedural factors likely contributed to damage of the balloon. The complaint was confirmed for delivery system ¿ withdrawal difficulty-through sheath. No manufacturing non-conformities were found in the returned sample. Available information supports that patient/procedural factors may have contributed to the complaint. No labeling or IFU inadequacies have been identified and review of complaint history revealed that the occurrence rate does not exceed control limits for this trend category. Therefore, no corrective or preventative action is required. Engineering observed and confirmed the damage to the crimp balloon. There was no specific complaint about the balloon damage in the complaint description. No manufacturing non-conformities were found in the returned sample. Available information supports that patient/procedural factors may have contributed to the damage. No labeling or IFU inadequacies have been identified and review of complaint history revealed that the occurrence rate does not exceed control limits for this trend category. Therefore, no corrective or preventative action is required.

Manufacturer narrative:
(B)(4) device was returned for evaluation. Investigation is underway.

Event description:
As reported by a field clinical specialist, during tavr of a 29 mm sapien 3 valve in the aortic position via right tf approach, tracking and withdraw difficulties occurred with the commander delivery system (ds) resulting in surgical cut down of the iliac artery to remove the devices. A graft was placed. Upon removal the sheath was observed to be split. From the op notes, due to the patient¿s height, the bav (z-med 100 cm) would not reach the annulus. The esheath was inserted without difficulties. The ds was inserted and had resistance in the ilio-femoral system and on fluro, it appeared the valve was through the esheath. Attempts were made to remove the system, but had mark resistance. Patient became hypotensive due to a rupture. An occluding balloon was inserted through the left groin to achieve hemostasis. Surgical consult was notified and the ds was surgically removed and the vascular injury was repaired and a dacron graft conduit was created for access. Bav was done and a new 29 mm sapien 3 valve was deployed with no complications. Post implant tee showed trace central regurgitation and trace pvl. The patient is recovering 'well'.